Event description:
Customer stated that the surgeon reported that the jp drain broke off inside of the patient. No injury was reported. The surgeon is not necessarily advocating something is wrong with the product, but he does want to be certain that his team is using it in the manner it is designed to be used. No further information was provided.

Manufacturer narrative:
Device history record review for batch number p22113862 showed (B)(4) pieces produced (B)(6) 2023 , with expiration date of 01/24/2028. Supplier¿s in-process control contains tensile strength test of every batch of the drains. The batch passed the tensile strength test (tear test) in the tube part and the fluted part according to the test specification. Testing from retained sample from the same batch passed tensile strength test and the result was compliant within test specification. Based on testing and the information provided, the root cause cannot be determined.